Manufacturer narrative:
The returned broken screw shows fracture surface partially damaged. Microscopic examination revealed fracture surface a flat progressive zone with fatigue striations, followed by ultimate failure of the implant, consistent with failure due to fatigue. The above observations suggest surgical technique may have been a contributing factor in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Two level fusion for spondylolithesis at l5/s1. Variable angle screws in s1 appear broken within pedicle. Possible causes include: undersized 6.5 mm screws in s1; no anterior column support at l5 (plif or tlif); trajectory of s1 screws maximizing angular torque minimizing axial load.

Event description:
It was reported that a pt, who had posterior fixation screws implanted from l4-s1 two months ago, returned to his surgeon complaining of lower back pain. The surgeon ordered x-rays which found that two screws were broken in s1. The surgeon decided to remove the screw heads and leave the rest of the screw in the pt.